Event description:
The pt was revised because the surgeon did not capture the lunate fossa during the primary surgery which caused the wrist to collapse.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.